Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and the patient began treatment for the event with injection piperacillin (1 gram, intraperitoneally (ip), once daily(od)) and injection tazobactam (1 gram, ip, od). On the same day, the patient was hospitalized for the event. At the time of this report, the antibiotic treatments were ongoing, the patient remained hospitalized, the patient was recovering and dianeal therapy was ongoing. No additional information is available.